Event description:
It was reported that on (B)(6) 2010, the pt's mother stated that he had red coloured suppuration. On (B)(6) 2010, the surgeon told the mother that the solution would be surgical because there was implant rejection and inflammation. The surgery was carried out on (B)(6) 2010. At the surgery room, the surgeon found the electrode outside the cochlea. He inserted it again but testing showed high- and short circuit-status. The surgeon did not want to change the implant. According to additional info received on march 5, 2010, the surgeon says that there is not implant rejection.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.